Event description:
It was reported by repair work order that the side rail could drop quickly while lowering due to a damaged side rail assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.